Event description:
Pt was placed on a surgical cart in a moderate trendelendburg position. The physician experienced some difficulty in performing the procedure during surgery. The physician noted the cart had changed position from the initial setting (after the procedure). Pt required more time in the or & may need add'l retinal surgery to improve pt's eye sight.